Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y, when using the device, the needle fell off. The surgeon was eventually able to use another device to finish the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a delay in surgical time of over 30 minutes. The delay did not affect the patient. No device fragment fell into the patient cavity.

Manufacturer narrative:
(B)(4).